Event description:
Report received of an over-delivery. The pt was in the ICU on a ventilator. The pt was to receive an unspecified pca medication in the continuous only mode at an unspecified rate in mcg delivery. Ther customer reported that the device does not accept a decimal point when pressed and the resulting entry was 10 times the intended dose. It was unknown how long the pt received the medication at the higher unintended rate. The customer indicated that there was no untoward effect to the pt as a result of the over-infusion. Though requested, there was no further information available.